Event description:
New information indicated that the lead was capped and replaced on (B)(6) 2015. The patient was stable post procedure.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented in clinic and the ventricular lead exhibited high impedance and high threshold. The device was reprogrammed and the patient would be monitored.